Event description:
Rec'd information reporting the pt was not able to adjust stimulation on the right side, her left was working fine. States that at 2:00 p.m. Today she felt a return of her symptoms. Symptoms included not being able to stand up, feeling weak in her legs, speech is bad and she can feel her leg shaking. Additional information has been requested and if rec'd a f/u report will be sent. Referenced MFR report #3004209178201010178.

Manufacturer narrative:
(B)(4).